Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming out of the cartridge and into the tubing. The customer's blood glucose level was 400 mg/dl and it was addressed with a correction bolus. Recommendation was made to remove the air bubbles.